Event description:
The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error. It was also noted that this same error along with other errors have occurred in the past. Analysis also found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board, both keyboard hinges were broken, the cooling fan was noisy, the printer drawer gear had foreign material on it and it slipped at times, and the hinge plate was broken. (B)(4): analysis found that the cable was out of specification and the rubber backing on the label was missing.